Event description:
The customer reported to beckman coulter that the cartridge chemistry reagent probes were leaking on their unicel dxc 800 synchron system. The customer observed fluid on the cartridge and bottom tray. Erroneous results were generated for one patient sample. The sample was retested and corrected results were obtained. The customer was wearing personal protective beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer visited the site and examined the system. The engineer removed and examined all cartridges; no defects were found. All cartridge chemistry probes were primed; no leaking was observed. Subsequently, the fse returned to the site and found no wiper in the wash tower assembly. The instrument was repaired. The instrument conformed to the manufacturer's published performance specifications.